Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead presented to the emergency room for a non-device related issue. Upon a 12 lead electrocardiogram loss of capture (loc) was noted. The loc was unable to be reproduced, however pocket manipulations were performed and some noise was able to be recreated. The local area sales representative recommended fluoroscopy of the rv lead, as noise during pocket manipulation could be a sign of abrasion of the lead. Additionally, it was non-invasive for this pacemaker dependent patient. However, the physician elected not to. The physician suspected an issue with the device and discharged the patient. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated the patient presented to a different physician and insulation damage was confirmed with the other manufacturer's leads. The patient reported the leads were shorting out and shocking her. A revision procedure was performed and the leads were successfully replaced. The device remains in service. The patient reported that the current physician commented that any health care professional (hcp) that checked the device should have seen that the leads were bad. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.